Event description:
The manufacturer received information alleging a ventilator's ac inlet connector was cracked and a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at a third party service center, the ac inlet connector was found to be cracked. The device's ac inlet connector was replaced to address the issue. A failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the ac inlet connector. The ac inlet connector was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the ac inlet connector failing was found to be caused by physical damage.